Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the therapy electrodes. The patient reported that they did open and bled, but that has stopped. There was no alleged device malfunction contributing to the irritation. Patient was advised to remove the lifevest and to use antibiotic aloe vera gel by a physician. Follow up indicated that the sores have almost completely healed.